Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. Review of the most recent repair record determined the rpms were erratic and level, motor, and plug harness were replaced and resolved the reported issue. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that during testing and calibration the loaner unit was found in need of repair. This occurred after the device was returned by the customer location. Upon completion of the investigation it was found that the device motor's rpms were erratic. No adverse events were reported as a result of this malfunction.